Manufacturer narrative:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was cracked. The issue was noted when inserting it into the patient. The procedure was completed using manual compression. There was no reported patient injury. The user is mynx certified. The sealant was not exposed. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found closed with no syringe returned for this evaluation. The sealant was present in manufacturing position and partially exposed. A frayed/split/torn condition of the sealant sleeves was observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be executed due to the sealant sleeves frayed/split/torn conditions observed. Additionally, the catheter working length was verified and found to be within the defined parameter. The functional test to evaluate the insertion/withdrawal of a csi could not be performed due to the sealant sleeves conditions, which prevented the unit from passing through the csi lumen. Additionally, a simulated deployment test was performed to ensure functionality. After the tension indicator was aligned by pulling in the distal direction, the distal tip and both button 1 and button 2 were depressed in the instructed sequence without difficulty. The unit worked as intended, deploying the sealant and allowing the balloon to retract as expected. The reported event of sealant sleeves (cartridge assembly) cracked¿ was not observed on the returned device, however, a frayed/split/torn condition was observed, which exposed the sealant. Based on these findings, the event of ¿mynx control system deployment difficulty premature¿ was also observed during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was cracked. The issue was noted when inserting it into the patient. The procedure was completed using manual compression. There was no reported patient injury. The user is mynx certified. The sealant was not exposed. The device will be returned for evaluation. Addendum: product evaluation demonstrates that the sealant was present in manufacturing position and partially exposed.